Manufacturer narrative:
Complete initial reporter name: (B)(6). Brand name:tigerpaw pro left atrial appendage closure device 35mm. The device will not be returned to the manufacturer to complete an evaluation. If additional information is provided, we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during deployment of the tigerpaw pro (tpp) clip, a loud "crackling" noise was heard. Following deployment, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The patient was put on on-pump coronary artery bypass. The physician noted that the patient had a low ejection fraction (ef) and required four pledgeted stitches to repair the tear. The physician believes the distal tips of the tpp can/are crushing the distal end of the laa.

Event description:
It was reported that during deployment of the tigerpaw pro (tpp) clip, a loud "crackling" noise was heard. Following deployment, bleeding was observed at the distal, posterior end of the left atrial appendage (laa). The patient was put on on-pump coronary artery bypass. The physician noted that the patient had a low ejection fraction (ef) and required four pledgeted stitches to repair the tear. The physician believes the distal tips of the tpp can/are crushing the distal end of the laa.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The reported failure have been escalated for further investigation. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). However, based on the excess complaints received for the reported failure, a CAPA was initiated to investigate the issue. Reference complaint (B)(4) h3 other text : device not returned.